Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-05181.

Manufacturer narrative:
UDI: unknown. This is one of two reports being submitted for this event. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.  Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the degenerated valve could not be confirmed, but may have been related to patient factors (pre-existing valvular disease and other comorbidities not provided) and/or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, a 26 mm sapien valve was implanted in the aortic position via transfemoral approach. Post implant five years later moderate stenosis and ai was observed and was scheduled for a viv.  Patient access vessels were heavily calcified. Subclavian arteries were calcified with area of stenosis and the surgeon did not want to do tao access again because of previous tao, ta was not an option-copd and lifetime smoker. Physicians decided to prep and go tf. A medtronic (mdt) evolution valve was choose and an 18fr sentrant mdt sheath. Could not advance mdt sentrant sheath, switched sheath to gore dry seal 18fr. Mdt evolut was advanced but would not cross arch. Physicians choose to use an edwards system. A 26mm sapien 3 was prepped. Esheath was inserted without issues and valve was pushed though without issues. The 26mm s3 valve was deployed in the aortic position via transfemoral approach and removed without issue. Sheath was removed and patient¿s pressure began to drop. CPR was administered. Angio was taken and the iliac appeared ruptured. An occluding balloon was placed, but pressure continued to drop.  A stent was placed in the iliac, but pressure remained low. Another angio showed a ruptured abdominal aorta. A reliant balloon was placed in the aorta and lifesaving measures were used. The patient passed away. Per the field clinical specialist there were no issues with the edwards device and no malfunctions were noted.